Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and blank display anomaly. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was accidentally dropped in a tub full of water. Customer advised the display screen went blank immediately after being exposed to moisture and was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with moisture damage on electronics and motor assembly, stripped battery cap coin slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.